Manufacturer narrative:
Mindray service rep evaluated the unit. Corrections included replacement of the spo2 sensor. The unit was tested to factory's specifications. It functioned normally and was returned to use.

Event description:
Customer reported an issue with the dpm4 monitor, which may have resulted in a loss of spo2 monitoring. No patient injury was reported.